Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited high and out of range high voltage impedance. No intervention was performed. There were no patient consequences.